Event description:
A physician reported the cutter did not actuate normally from the beginning of use during a cataract/vitrectomy combination procedure and could not be used. The product was replaced and the procedure was completed. There was no patient harm. The condition of aspiration was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with orange/brownish foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. No/minimal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Orange/brownish foreign material observed on the bevel of the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the probe had an actuation failure. Unrelated to the reported event, the evaluation indicated the probe had a cut failure. The exact root cause of the cut failure cannot be determined from the evaluation performed. The reported actuation failure was not confirmed, and an exact root cause for the cut failure could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).